Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, once the lens was implanted into the patient eye surgeon did not like how lens looked. There was a possible scratch on the lens, so the lens was explanted and placed a new lens of same diopter and model and completed the procedure on the same day. There was no patient harm.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The optic was cut into two pieces, typical of an insertion and removal. The lens pieces were adhered together in the dried solution. Both haptics were bent in the distal area. The lens was cleaned with klotho-related protein (klrp) to separate and further evaluate. The haptics relaxed into their original positions after removal of the dried viscoelastic. The posterior optic surface of one optic portion has a thin scratch mark outside the optic center with smaller scratches observed in the optic central zone. This optic portion was chipped on the edge and had cracked in the shape of an instrument used to grasp the lens on the anterior optic surface and directly opposite on the posterior optic surface. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause cannot be determined for the reported complaint. The reporter indicated that the surgeon didn't like how it looked once implanted. Possible scratch on it. Explanted lens and placed a new one. The reported scratch damage was observed. The lens was cut into two pieces, typical of an insertion and removal. The lens had additional damage. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than halfway inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The customer indicated adequate viscoelastic was used. The specific amount was not indicated. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The completed questionnaire indicated that the lens was folded within the recommended time frame of less than three minutes. The completed questionnaire indicated that in the surgeon opinion, the scratch may be due to the manufacturer. The observed lens damage was similar in appearance to handling related damage. The presence of the solution on the returned sample and the information with evidence that the lens was inserted and removed from the eye is evidence that the product was subjected to multiple steps of customer handling. Due to the presence of surgical solution, and the provided information of insertion and removal, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).